Manufacturer narrative:
H2 correction: multiple fdd codes were added. A12 was coded for ¿localizer not connected¿ error displayed on the camera. A070803 was coded for the bad main cart could not be powered on at all. A0719 was coded for camera cart lost power, main cart shut down immediately. A1102 was coded for ¿localizer not connected¿ error. H2 additional information: updated b5, section d, and additional codes for img. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r camera, serial lot/sw version: - img code g05001 applies to the camera and g02004 applies to the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The bad main cart could not be powered on at all. Additional troubleshooting was performed. The manufacturer representative (rep) was able to power up the system and access network device interface (ndi) toolbox. The ndi displayed bump and internal temp status, the complementary metal-oxide semiconductor (cmos) battery in the camera had gone bad.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Both the camera and the cable were replaced. Codes b01, c02, c08, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735843: (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a ¿localizer not connected¿ error displayed on the camera. As a result, the site proceeded with using a different system to complete the surgery that day. It was noted that the camera cart lost power, the main cart shut down immediately upon connecting bad camera cart, and after swapping cart-to-cart cables both shut down again. The site was not able to access the ndi tool box to confirm the "localizer faulted" error. There was no patient present. Additional information was received. It was reported that the ethernet cable into the camera appears damaged.

Manufacturer narrative:
Additional information received regarding d10 product information for product ID: 9735821r. Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot: (B)(6), ubd: unknown, UDI: unknown. Hw analysis: h3: the camera, lot number: p903405, was returned to the manufacturer for analysis. The returned positioning sensor unit (psu) contained scratches on the housing <(>&<)> lenses. A check of the event log revealed intermittent firmware incompatibility and intermittent illuminator current low. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .622mm with a passing threshold of .250mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.